Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The uromax ultra balloon dilatation catheter was returned without the balloon folded or wrapped around the catheter shaft of the device. A visual and tactile examination of the device revealed no damage to the shaft. The device was attached to an encore inflator and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon revealed a pinhole 2 mm distal to the distal edge of the proximal markerband. No other defects were noted with the device. The most probable root cause for this event was determined to be operational context.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, the deflated balloon was initially placed at the appropriate location in the ureter. The balloon was inflated to about three to four atm with a mixture of 50% saline and 50% contrast, when the physician noticed a pooling of contrast in the bladder. There appeared to be a partially circumferential tear located towards the distal end of the balloon. The balloon was removed and no pieces detached inside the patient. The patient had a kidney stone and ureteral strictures, which the physician laser treated. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, the deflated balloon was initially placed at the appropriate location in the ureter. The balloon was inflated to about three to four atm with a mixture of 50% saline and 50% contrast, when the physician noticed a pooling of contrast in the bladder. There appeared to be a partially circumferential tear located towards the distal end of the balloon. The balloon was removed and no pieces detached inside the patient. The patient had a kidney stone and ureteral strictures, which the physician laser treated. The patient's condition at the conclusion of the procedure was reported to be "fine."